Event description:
The pt was using a liquid oxygen portable unit when it apparently malfunctioned. Liquid oxygen came up through the tube and nasal cannula burning the inside of the pt's nose. The pt was checked out in the emergency room, treated & released.